Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Product unavailable for analysis.

Event description:
In 2008, it was reported to boston scientific corporation, that an endoscopic retrograde cholangiopancreatography (ercp) procedure for the therapeutic placement of a c-flex biliary stent system was being performed, three days prior. According to the complainant, they were unable to get the guide wire through the stent. The procedure was completed with another c-flex biliary stent system. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."